Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility's site for an evaluation and repair of the suspect device. The fse confirmed the reported problem and assigned the cause to the video output socket due to corrosion.

Event description:
Olympus was informed that no image was produced when using the olympus, cv-190, video system processor. There was no patient injury or harm, associated with the problem, reported to olympus.